Event description:
I had essure put in two years ago. Ever since then, I've had horrible cramping when I move, I can't sleep, menstrual cycles have been debilitating, brain fog, dizziness, and I don't feel like myself. Almost like I have all these toxins inside of me. I am a very healthy female and have never in my life had this until I had essure. Planned parenthood.